Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the display was blank when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the surgeon monitor was not displaying an image. The site tried to connect the cable between the surgeon monitor and the main cart with no resolution. It was noted that the main monitor was working. Patient impact was not clear at the time of the event. There was a reported delay to the procedure of more than 1 hour due to this issue.